Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. A serial readout was sent to livanova (B)(4) for further investigation. It was found that a small power loss occurred during the reported event. Therefore livanova (B)(4) requested the pump back for further evaluation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump suddenly stopped during the procedure. There was no report of patient injury.